Event description:
A report was received that a patient was experiencing discomfort from the ipg. The patient was hospitalized and the devices were explanted. During the removal of the devices it was discovered that the patient¿s tissue had attached itself to the leads which required removal of the tissue. The patient was prescribed pain medication while in the hospital. The patient was experiencing dysesthesia after the devices were removed. The symptoms improved after oral and parenteral antiemetics and IV fluids. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: ons-2138-70, serial: (B) (4) & (B) (4), description: linear lead (phase iiia), 70cm. Model: ons-3138-55, serial: (B) (4) & (B) (4), description: lead extension, 35cm (phase iii). The return product analysis for the ipg concluded that the device exhibits normal device characteristics. The return product analysis for lead (B) (4) concluded that the device exhibits normal device characteristics. The return product analysis for lead (B) (4) revealed that the proximal end is fractured between the retention sleeve and the adjacent spacer. There is also a slight gap at contact #7. X ray inspection found a fracture cable right at the gap between contact #7 and its spacer. Damage to the device is a result typical of the explant procedure and is not considered a failure. The return product analysis for lead extension (B) (4) concluded that the device exhibits normal device characteristics. The return product analysis for lead extension (B) (4) revealed that cable #1 is fractured approximately 2mm from the spring contact's weld nugget. There was insufficient service loop length and it resulted in the fractured cable. This is the final report.